Event description:
On (B)(6) 2012 the lay user/patient's mother (reporter) contacted lifescan (lfs) alleging that the patient's onetouch ultralink meter was prompting an error 2 message. Per the ultralink user guide the error 2 message prompts when there is a problem with the meter or with the test strip. The complaint was classified based on the information obtained by the customer care advocate (cca). The reporter stated that the alleged issue began on the evening of (B)(6) 2012. The reporter said that the patient manages her diabetes with insulin pump therapy and denied that the patient made any changes to her normal diabetes management despite the alleged issue starting. The reporter claimed that a few minutes prior to the alleged issue starting the patient had developed symptoms of 'weakness and abdominal pain.' The reporter told the cca that the patient was able to obtain a blood glucose result of '85 mg/dl' with another device (unspecified type) around the time the alleged issue began and then treat herself with food and/or drink. During troubleshooting the cca confirmed that the subject meter was not being used for the first time, that there was no known misuse to the subject meter, that the patient was using the correct testing process. However, at the time of troubleshooting the cca was unable to confirm if the alleged error 2 message prompted when the subject meter was powered on manually and if the patient was using the correct test strips. The alleged issue was not resolved with troubleshooting. Replacement product was sent to the patient. This complaint is being ruled out as an adverse event because the symptoms reported began prior to the alleged issue starting. In addition, the reporter confirmed that the patient was able to test her blood glucose on another device and receive appropriate treatment. However, this complaint is being reported because the alleged error 2 message was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.